Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The four additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with 4 prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly with all four deployments, the suture was not present when the plunger was removed. Additionally, the deployment failure did not feel the same as a typical cuff miss. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f and the tvar procedure was completed. Although the prostyle sutures were used successfully, complete hemostasis was not achieved. The physician chose to use a covered stent instead of a third prostyle resulting in complete hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the information reviewed the root cause cannot be determined. The subsequent treatment is due to circumstances of the procedure. In this case, it is possible that a malposition of the suture occurred. There is no indication of a cuff miss. It is likely the missed vessel created an unusual tactile feel when harvesting the sutures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.